Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device noted a remaining longevity of more than five years at the last follow-up. Twelve months later, the device noted a remaining longevity of two and a half years. As a result, premature battery depletion was suspected. It was recommended the patient be followed in six months. No adverse patient effects were reported.